Event description:
Livanova received report of a ¿!!!controller temp high¿ alarm on escort controller after it had been on battery power while patient was ambulatory. The controller was plugged into the wall outlet and temperature remained above 66°c (66.2°c). The controller was changed-out without any effect on patient care. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the lifesparc controller. The incident occurred in (B)(6). DHR review has not pointed out any deviations or non-conformities possibly relevant to occurred issue and no further similar complaints have been recorded for this unit since its installation in 2020. The alarm ""!!! Controller temp high"" occurs when the temperature exceeds 66°c degrees and it can be caused by: controller cooling vents blocked. Closeness to heat source. Controller failure. From follow up communications, two potential causes can be excluded since the customer stated that the device was not positioned near a heat source and the vents were not blocked. Consequently, it cannot be ruled out that the reported event was due to a controller failure. The device was requested for investigation and it was never returned. No further information is available on this specific case and the exact root cause could not be determined.